Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with his sensor and blood glucose level readings. The customer received an alert of a low blood glucose level at 69 mg/dl. The customer ate something and when he checked his blood glucose level went up to 521 mg/dl. The device was not returned.